Event description:
On (B)(6) 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used for the treatment of benign prostatic hyperplasia (bph). According to the complainant, due the procedure, the prostatic dilation balloon began to leak. The physician replaced the catheter and was able to complete the procedure with no patient complications. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant reported that the device has been disposed of and will not be returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record and similar complaint for the prolieve catheter lot # 615125 contained in the prolieve thermodilitation kit was performed; no anomalies were noted. (B)(4).